Manufacturer narrative:
This manufacturers report is a duplicate of report # 1719045-2013-00042.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery for a distal radius fracture, the surgeon inserted the implants by condylar stabilizing technique. After repositioning and implanting the va lcp plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. The surgeon inserted the va locking screw through the guiding block in a positioning hole. He then locked the screws but could not lock in the distal row, second styloid hole as it was hole was penetrated. The surgeon continued to rotate the screw by the torque limiter and was able to get the locking sound. The surgeon confirmed the screw in the patients body and noted that this screw was penetrated. The penetration screw length could not be confirmed. The surgeon could not remove the screw. Reportedly the surgeon could not feel locking when he inserted the va screw (04.210.116s, lot 8100676) in most proximal shaft hole. The surgeon continued to insert the screw with the torque limiter and proceeded with caution. The procedure was completed. It was reported the surgeon chose fixed mode and used the torque limiter in lock. This is 3 of 5 reports for the same event.